Event description:
It has been reported that the patient received a dynesys lis system in l4 - s1 on (B)(6) 2006. On (B)(6) 2007, the l5 screw was replaced by another dynesys screw with hydroxyapatite coating. The I-spine system was also placed during this surgery from l1 to l3, bilaterally. On (B)(6) 2011, a further surgery was conducted due to broken screw (place not mentioned) and was replaced with the I-spine system. On (B)(6) 2013, it is mentioned that the dynesys screw in l4 broke - all dynesys implants were removed. The distal tip of one l4 dynesys screw remained in the vertebral body. This I-spine implants in l1 to l3 remained in place.

Manufacturer narrative:
The product has not been returned to the manufacturer for investigation. Once returned and investigated and the evaluation result becomes available, an updated report will be submitted. (B)(4).